Event description:
An abbot representative confirmed that the scs system is conditional for elbow MRI scans. It was reported that patient after the device was placed in MRI mode, the patient experienced pain going down their legs during MRI scan.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.